Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when opening the sterile packaging, it was noted the fiber was kinked inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. The device involved in the incident has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was one evlt/pvak fiber. A visual review of the fiber noted a kink in the fiber shaft. The customers reported complaint of the fiber kinked in the package was confirmed. Although the exact root cause is unable to be determined, it does not appear to be the result of a mfg failure. A possible contributing factor could have handling damage after the device left the mfg facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. During the mfg process, fibers are repeatedly bent and coiled there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).